Event description:
It was reported that the patient received inappropriate shocks for svt due to a device reset. The device was reprogrammed and the patient will be followed up to update the battery voltage level.

Manufacturer narrative:
(B)(4).